Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that the patient's bone fractured during the procedure and the implant could not be placed.

Manufacturer narrative:
Upon visual comparison to drawing, there was no provided indication of a manufacturing defect. The complaint could not be verified. The device history record review for the implant was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).